Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of the incident. The customer reported that they have received no delivery alarm when they are trying to give bolus second time. The troubleshooting was performed for the no delivery alarm. The customer was advised to change the set. The infusion set and insulin pump will not be returned for analysis.